Event description:
Add'l info rec'd from reporter on (B)(6) 2010. Filed one previous report but then realized I have two eyes and complications in each eye so now filing a second report so there is one for each eye. Lasik induced dry eye, eye pain, halos, floaters and severe life-threatening depression due to the lasik complications. Dates of use: (B)(6) 2009 - (B)(6) 2009.

Event description:
Had intralase custom lasik complications. Chronic dry eyes, eye pain, eye ulcer and severe depression due to symptoms. And I am considered a success by my eye surgeon because I can read the 20/30 vision line on the vision chart. I can't believe lasik was ever approved by the FDA. Please prevent other people from going through this hell and stop lasik now. I go back now and talk to people who told me they loved their lasik and ask them if they were aware the flap never heals and possible complications from their thinner cornea and none were aware the possible long-term affects. Eventually, this country will find out, when the lasik patient population starts to age and millions of people start to suffer the long-term effects. It's a little too late to say the FDA was wrong 10 years from now when there is evidence now of the severe complications.